Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.